Event description:
The customer reported that their philips mainframe did not provide alarms as a patient's condition deteriorated.

Manufacturer narrative:
(B)(4). The customer reported that their philips mainframe did not provide alarms as a patient's condition deteriorates. The hospital biomedical engineer tested the bedside monitor and central station post incident and found both operating to specifications and the alarms were provided for simulated patient conditions. This is being reported only because a philips device was in use on a patient who died. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.